Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was unknown at the time of the incident. The customer was treated with bolus correction and manual injection. The customer stated that they have issues with at least 3 or 4 sensors with the same transmitter getting lost sensor, cannot find sensor and sensor signal not found. The device will not be returned for analysis.